Manufacturer narrative:
(B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during pump prep on the back table, the pump was leaking from where the catheter would attach to the pump. The physician decided not to implant the pump.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.